Event description:
A failure of false air in line alarms. Customer reported there were no pt injuries or medical intervention associated with this report. Customer did not have info whether incident occurred during pt infusion.